Event description:
A nurse reported a corneal burn occurred during surgery. Additional. Information has been requested.

Manufacturer narrative:
A company service rep checked the system and found it to meet performace specifications. Investigation is in progress.